Event description:
The customer's father reported that the customer had blood glucose levels ranging from 250-461 mg/dl, and a high level of ketones. The customer's father noticed that the cannula had dislodged from the insertion site, and that the adhesive was wet with insulin and was able to be lifted off of the skin. The customer's father also noticed a little lump at the insertin site when the pod was removed but said that the bump lasts about a day or two and is not an issue. The pod was worn between 1 and 1.5 days.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.